Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was being seen as they were not feeling well. Upon interrogation it was discovered that the patient's device was set to vvi 30. The health care provider inquired if this could happen other than through programming.

Manufacturer narrative:
Resolution was requested from the field representative. It was later reported by a health care professional that the patient had been seen the day before for an interrogation only and supposedly no programming was done according to the nurse. Upon reprogramming the device back to the patient's original settings the symptoms resolved immediately. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon return to our quality assurance laboratory this device underwent detailed analysis. Visual inspection noted the setscrews moved freely and the device passed all therapy verification tests. The device met longevity and verified therapy was available. The device was last programmed to off on the day of explant. All previous programming dates were overwritten as the device memory only stores the last programming date. Analysis concluded this device met specification.